Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, and distribution records according to the description of the product(s) used was conducted. All records revealed that all product(s) lots were manufactured within specifications and distributed in accordance with all operating procedures. The patient was treated for congenital scoliosis, and the complexity of the deformity coupled with anatomical constraints prohibited screws from being inserted at every level of the construct. The limited screw density and complex deformity resulted in an uneven distribution of stress, and the axial slip was isolated to the screw carrying the most significant load. Wear patterns on the cut end of the rod indicate that this is where the axial slip occurred. The length and width of this pattern indicate that the set screw was fully seated on the rod when slip occurred. The manufactured end of the rod included two small deformities, which are consistent with a set screw being fully reduced onto the rod. No indications of axial slip were evident at these locations. Wear patterns on the "v-groove" indicate the rod was properly seated within the tulip head, and the set screw was fully reduced before the axial slip occurred.

Event description:
On (B)(6) 2017 it was reported to k2m, inc. That a revision surgery would take place for rod slippage. Revision surgery took place (B)(6)2017. (Related to 3004774118-2017-00152 and 3004774118-2017-00153).